Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that the transmitter does not communicate with the pump. Assistance was provided by trouble shooting the issue and finding that the pump has been receiving lost sensor alarms. The customer was informer that the sensors may be the cause of the issue and that they would have to be replaced. The customer was sent new sensors. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.